Event description:
The customer reported a defective light beam during an unspecified procedure involving an olympus light source. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.